Event description:
It was reported that there was a noise from the circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.